Event description:
(B)(4). Migraines, dizziness, nausea, cramping, hives, bloating, sharp stabbing pain, coil came off tube a landed on top of rectum - sharp rectum pain. Had to have fallopian tubes removed. Stii sick. Seeking hysterotomy.